Event description:
It was reported that the blood temperature value became over 43 degrees c and it became unable to measure intermittent cardiac output (ico) on the 4th day of use. The catheter had been used since a surgery on (B)(6) 2010 and it functioned properly during the surgery. However, the problem occurred on (B)(6) 2010 in a ward. The actual blood temperature was 37 degrees c. There were no patient complications reported.

Manufacturer narrative:
The device will not be returned as the patient had hepatitis c virus and (hcv) positive. It is our policy not to receive devices that were exposed to infectious disease.the lot number was not provided; therfore, the device history record review was not completed.